Event description:
During the procedure, the neurotherm generator was unable to reach 80 degrees when performing a lesion. The generator stopped at about 40 - 45 degrees. The procedure was unable to be completed due to this issue. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt generator was received to the lab for investigation. The nt generator was connected to an external power source and the generator powered on successfully. During functional test there was no lesion output which confirmed the field reported event. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning microprocessor located on the upper assembly. Replacing the upper assembly resolved the reported problem. The generator was powered on; it initialized successfully and displayed the software application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue was isolated to abnormal functionality of the upper assembly microprocessor.